Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system printer was not printing. The customer reported that the printer appeared to be functional and that the paper was installed correctly; however, the label did not print during medication removal. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device printer was not printing. The field service engineer (fse) unplugged the printer, cleared the print queue, rebooted the station, configured the printer preferences, ran test prints, and verified successful printing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.